Manufacturer narrative:
Media review: two images were reviewed by a boston scientific quality engineer. The images show evidence of packaging with a piece of blue material. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation, the farawave pulsed field ablation catheter packaging was opened, and a foreign matter was found to be in the packaging with the catheter. Upon closer inspection, a piece of foreign blue plastic was loose in the packaging, caught between the two large white plastic pieces that hold the catheter. Upon removal from packaging, the blue contaminant appeared to be part of a blue glove. Subsequently, the catheter was replaced, and the issue was resolved. A different catheter was used for the procedure. There were no patient complications. The catheter is not expected to return for analysis as it was disposed and two image were provided for review.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation, the farawave pulsed field ablation catheter packaging was opened, and a foreign matter was found to be in the packaging with the catheter. Upon closer inspection, a piece of foreign blue plastic was loose in the packaging, caught between the two large white plastic pieces that hold the catheter. Upon removal from packaging, the blue contaminant appeared to be part of a blue glove. Subsequently, the catheter was replaced, and the issue was resolved. A different catheter was used for the procedure. There were no patient complications. The catheter is not expected to return for analysis as it was disposed and two image were provided for review.